Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was stress urinary incontinence and urinary urgency. The postoperative diagnosis was stress urinary incontinence, urinary urgency, and cystocele. The procedure performed was a pubovaginal sling procedure, cystocele repair, and cystoscopy. The patient returned for an office visit on (B)(6) 2008. The patient complained of symptoms of urgency, frequency, and a constant feeling like she has to void, and she also had symptoms of stress incontinence. The patient returned for an office visit on (B)(6) 2010. The patient has symptoms of urgency/frequency and mixed incontinence. The patient returned for an office visit on (B)(6) 2010. The patient stated she that leakage comes from nowhere. The patient returned for an office visit on (B)(6) 2012. The patient has still been having problems with urgency, frequency, urge incontinence and some stress incontinence. The patient was leaking a lot in the middle of the night. The patient underwent an additional procedure on (B)(6) 2012. The preoperative and postoperative diagnosis was mixed urinary incontinence and strong urge component. The procedure performed was a cystoscopy/marshall test. The patient underwent an additional procedure on (B)(6) 2014. The preoperative and postoperative diagnosis was overactive bladder, neurogenic bladder, and urge incontinence. The procedure performed was a cystoscopy and placement of botox. The patient underwent an additional procedure on (B)(6) 2014. The preoperative diagnosis was recurrent urinary tract infections, history of neurogenic bladder, and urge incontinence. The procedure performed was a cystoscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.